Manufacturer narrative:
This follow-up MDR is created to document the identity of the device: additional information received indicated the product was altis.

Event description:
Additional information received indicated the product was altis.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated vaginal bleeding, opening of surgical wound, mesh erosion, and urge incontinence.